Event description:
It was reported that the motor device had "a hole in the hose; air was leaking through the hose". The device was left on a desk with no information. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  A visual and functional assessment was performed which substantiated the complaint. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be mis-handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.